Event description:
In 2009, the pt reported that 2 days ago she noticed insulin leaking from around the adapter of her infusion device while priming. She changed the insulin cartridge and infusion tubing. Today she again noticed insulin leaking from around the adapter and there was insulin in the cartridge compartment of the infusion device. Her blood glucose was elevated to 163 mg/dl. Her normal blood glucose level is 120 mg/dl. The adapter had been in use for longer than 10 insulin cartridges. She switched to her backup infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device and adapter were requested to be returned for eval.